Event description:
It was reported that the patient had twiddled the device and the lead had many spiral twists. Since (B)(6) the lead¿s threshold trends had increased. It was also noted that the lead had a puncture and that the physician used the lead for access. The lead was explanted and replaced. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).